Manufacturer narrative:
Device passed displacement, and self tests. Device was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the device test was failed. Customer reported loss of communication between insulin pump and transmitter. Customer stated the transmitter led blinked on and off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.